Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, the distal conductor was distorted on visual inspection.

Event description:
It was reported during the implant procedure, the lead was not used, due to implant damage. The coil caught on the sheath during implant and was stretched. The lead was not implanted. No patient complications have been reported as a result of this event.